Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. The customer reported an elevated blood glucose (bg) level of 400 (mg/dl) and administered an injection to stabilize bg level. Customer indicated injections would be used for diabetes management.